Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, it was not able to close the drawer. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was not locked in place. A field service engineer replaced the mini engine, but the issue persists. Then, fse replaced the drawer controller board and configured it in hardware test application and in the med application. The system functioned as intended after the field service engineer repaired the device.